Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the a21 error test but was unable to download carelink software due to corrupted history files.

Event description:
It was reported by the customer that they could not upload their insulin pump onto carelink pro. Due to excessive alarms the customer was unable to use their insulin pump. Customer's blood glucose level was reported at 127 mg/dl. Product is being replaced. No further information was provided.